Event description:
While using standard therapy within clinical mode the customer had experienced a problem switching to the next field of the pt. When the customer clicked to go to the next field the system would revert back to the first field which had already been treated.